Event description:
It was reported the patient would try to charge, but a temp warning would come up on the insr. It was reported the insr showed a thermometer- temp hot. The patient reportedly thought he was having problems with the ins and that the ins was overheating ¿when he would charger antenna.¿ the issue reportedly started early last year.

Manufacturer narrative:
Concomitant medical products: product ID a01411002, serial# unknown, product type: recharger; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).